Event description:
Spoke to patient's caregiver (B)(6) at (B)(6) on (B)(6) 2026 at 1:55 pm cst and was able to confirm that the patient was able to complete the treatment on the reported date. He confirmed that the patient was admitted to the hospital on new year¿s eve and remains hospitalized. The patient was admitted due to catheter-related issues and will continue completing her treatments at the hospital. No more information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).